Manufacturer narrative:
Literature citation: tomoya muta, sadanobu katsube , eiji iwasaki "short term results of lumbar stabilization (x-stop) for lumbar spinal stenosis" mean age 73.8 years. Patients: 31 male, 19 female. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the abstract that among 70 lumbar stenotic patients undergoing spine surgery from (B)(6) 2012 to (B)(6) 2015, 60 patients who were followed up for more than 12 months were investigated in the study. As postoperative complications one deep infection was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.